Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error. During bolus delivery customer¿s blood glucose was 140 mg/dl at the time of incident. Customer reported that the displacement test, fixed prime , and auto test has already been performed and completed.. Insulin pump is not expected to return for analysis.